Event description:
During remote monitoring, a loss of capture was observed on the left ventricular (lv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.